Event description:
The customer reported significantly diminished vaporization efficiency, followed by forward firing of the side-firing fiber, at 51,246 joules during prostate vaporization. The procedure was completed with a second fiber. It was reported that there was no patient injury.

Manufacturer narrative:
Device (B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.